Event description:
The reporter states, that she obtained a "hi" (greater than 600mg/dl) and 104mg/dl blood glucose comparison on the accu-chek advantage system. The results were obtained within a 10 minute timeframe. No reported actions taken. No adverse event reported. New system sent to customer and return requested.